Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed that both the probe tip and the grasping section had contact marks with each other. The ptfe pad of the subject device was worn and partially separated. The manufacturing history was reviewed, with no irregularities noted. These types of the ptfe pad damage and the error are most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). It was known that the reported error and contact marks occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. The instruction manual of the device already cautions; do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a partial gastrectomy, the subject device was used. In the procedure, the ptfe pad of the subject device was separated. The probe damage error occurred. The procedure was completed with another sonicbeat. There was no patient injury reported.